Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was implanted extraperitoneal under the fascia. The patient has since developed seromas and a fistula to the outside. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.